Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18833259.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage due to high impedance on the leads. The patient underwent a lead replacement procedure and was doing well post operatively. Heavy scar tissue was apparent. The explanted leads were discarded by the medical facility.